Event description:
The implant failed due to pt poor bone condition. Fixture was placed at #37 and removed after 23 mos. Moderate oral hygiene, poor bone condition, prosthetics attachment (single).

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There was no info on medical condition of pt. See scanned pages.